Event description:
User received low sodium and potassium results for approximately five patient samples. Two examples were provided. Sample 1, initial sodium result was 117 mmol/l, repeat result was 138 mmol/l; initial potassium result was 2.8 mmol/l, repeat result was 3.4 mmol/l. The erroneous results were reported and corrected reports had to be sent out. No patients were adversely affected. The field service representative determined the vacuum nozzle was not evacuating the dilution vessel. He replaced both isv5 valves and the ise 2 vacuum trap bottle. Performance tests were performed.

Event description:
User received low sodium and potassium results for approximately five patient samples. Two examples were provided. Sample 2, initial sodium result was 117 mmol/l, repeat result was 136 mmol/l; initial potassium result was 4.1 mmol/l, repeat result was 4.8 mmol/l. The erroneous results were reported and corrected reports had to be sent out. No patients were adversely affected. The field service representative determined the vacuum nozzle was not evacuating the dilution vessel. He replaced both isv5 valves and the ise 2 vacuum trap bottle. Performance tests were performed.